Event description:
It was reported that pump insulin gauge displayed amount different than caller expected, with pump showing 33 units while caller expected 85 units, and caller was currently experiencing fill estimate issue despite following cartridge fill and air removal steps. There was no reported impact to the customer¿s blood glucose level. Caller was able to reload same cartridge with assistance from technical support, declined suggested test bolus to update insulin estimate, and agreed to monitor pump and follow up if necessary, with no additional information received regarding outcome of event.